Manufacturer narrative:
308004 evaluation statement: the reported event of nuisance ail alarms could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that an error message constantly appears on the lvp: ¿air in the line¿. This error would present itself when there was no visible air in the line. The nurse stated that this error would occur over 20x a day. The nurse would wipe the bd alaris pump ail sensor with alcohol wipes to remove the error. She had recently transferred from a different hospital and stated that this error did not occur as frequently as what she was experiencing with the pumps at this location.